Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient did not feel any symptoms but then passed out. She was with a co-worker who called the paramedics. A bg was checked, and the result was 21 mg/dl. However, the cgm was showing 71 mg/dl. She was taken to the hospital and given glucagon. She woke up at the hospital. At the time of the report the following day she was feeling fine and her readings were normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.